Manufacturer narrative:
A patient experiencing lead/anchor erosion was reported to abbott. The patient system was explanted. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing skin erosion at the sight of their most recently implanted lead anchor. Surgical intervention was undertaken wherein the patient's scs system was explanted.